Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation for the anterior posterior vagina in order to treat pelvic organ prolapse, uterine prolapse, cystocele, rectocele, perineal relaxation, and menorrhagia. It was reported that the patient had the concurrent procedures of a dilation and curettage, thermachoice ablation of the endometrium, and perineorrhaphy performed during mesh implantation. It was reported that the patient returned to the operating room on (B)(6) 2005 for trimming of graft material due to extrusion through the left lateral wall of vagina. On (B)(6) 2006. It was also reported that the patient underwent a hysterectomy on (B)(6) 2006. (B)(4).